Manufacturer narrative:
Product evaluation: the sample was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified viscoelastic. Root cause: the root cause cannot be determined for the reported complaint of "broken trailing haptic after implantation". The sample was not returned to evaluate. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Additional information provided in a.2., a.3., d.11., h.3. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the trailing haptic was noted to be broken after it was implanted. The iol was removed and the procedure was completed with a backup lens of the same power. An enlarged incision was required during the procedure. Additional information has been requested.